Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test,occlusion test, force sensor test, and the displacement test. Pump error 63, variable 3, alarmed during self test and confirmed in pump history file due to cold solder joint at u1 keypad assembly. Pump received with scratched case, keypad overlay texture damage,pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed pump error 63 multiple times during self test. The customer's blood glucose was unknown at the time of the incident. Troubleshooting was initiated for the pump error 63 alarm and the alarm was verified in the alarm history. The insulin pump will be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.